Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. Block b3 date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The device was implanted at: (B)(6). Block h6: patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that an obtryx transobturator mid-urethral sling syste device was implanted into the patient during a procedure performed on (B)(6) 2015. As reported by the patient's attorney, after the implantation, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over (B)(6) years. Date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The device was implanted at: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling syste device was implanted into the patient during a procedure performed on (B)(6) 2015. As reported by the patient's attorney, after the implantation, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.